Event description:
It was reported by the patient's mother that the patient was having an increase in seizures and needed her vns checked. The vns was checked and there was no battery status indicator and system diagnostics were within normal limits. The tc said that the physician was new to this patient at the time of the report. The physician indicated that he could not confirm that the patient's seizure rate wasn't secondary to the vns. The patient was referred for implantation of the model 106 vns so that the patient could have the autostimulation feature and not in relation to the patient's increased seizures. No further relevant information has been received to date.